Event description:
It was reported that the patient¿s balance has been a little off since reprogramming at the hcp office in (B)(6). The patient wanted a closer doctor for programming. It was later reported by the hcp that the cause of the event was the underlying tremor and a history of stroke, possibly related to the history of bilateral dbs. The patient experienced an unsteady gait as a result of the reported event. The patient did not require hospitalization and it was reported that there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3387s-40 lot# v033538, implanted: 2007 (B)(6), product type lead product ID 3387s-40 lot# v033538, implanted: 2007 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient. (B)(4).